Event description:
A trilogy evo ventilator was returned to a third party service center for preventative maintenance servicing. There was no harm or injury reported. During the evaluation of the device at the third party service center, the technician downloaded the error log, and three reportable codes were listed relating to a soft power fail, a hard power fail, and a touchscreen failure. There is no documentation stated on what caused each event nor what component(s) need to be replaced to resolve the issues. The device evaluation passed. It is also noted that the device has been scrapped. No further investigation is required.